Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The other proglide referenced is being reported under a separate medwatch report number.

Event description:
It was reported that a technician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, all deployment steps were completed uneventfully, however, bleeding was still observed coming out of the patient's groin. The device was removed, the technician attempted vessel closure with another proglide; however, the same issue occurred. This second device was also removed from the patient's anatomy and manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.